Manufacturer narrative:
There is an additional occurence of this complaint; for information please reference MDR 2245270-2016-00075. The malfunctioning device has been returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Tubing was removed from package, seal removed, and tubing uncoiled at which point tubing fell from point of defect prior to spiking med IV bag. Patient outcome was good, defective tubing was replaced and medication was administered per protocol.

Manufacturer narrative:
There is an additional occurence of this complaint; for information please reference MDR 2245270-2016-00075. The complaint is confirmed. Examination of the returned samples showed that the set had come apart at the y-site as stated. The root cause of this nonconformity was due to insufficient solvent applied to the bond location during the assembly process of the product. It was determined that this was a human error. Corrective action: this is the first reported complaint for this lot (270116bd), therefore it is considered a low incident issue. However, as a preventative measure awareness training will be provided on good manufacturing practices to all personnel involved with this manufacturing process. This will ensure that the process is being executed correctly. The target completion date for the training is (B)(6) 2017.

Event description:
Tubing was removed from packaging, paper seal removed, tubing uncoiled, then bag was spiked at which point medication begin dripping from point of defect. When tubing was inserted to drain med from tubing, a portion was dislodged. Patient outcome was good, defective tubing was replaced and medication was administered per protocol.